Event description:
Health care facility reported that tegaderm chg dressing was applied on a patient with a PICC line. The facility reported that upon removal of the dressing, the adhesive stuck to the skin, and the gel pad stuck to the catheter and pulled the IV line approximately 1-4 cm. The facility reported that the PICC was still usable and remained in place and was not removed. The facility also reported that little white spots sloughed off the skin. The facility reported that after review of the patient's chart, the dressing had been left on for nine days. The facility reported that the patient is improving.

Manufacturer narrative:
Device not provided to manufacturer for evaluation. Lot code was unavailable. The dressing provides instructions on changing the dressing: "change the dressing as necessary, in accordance with facility protocol; dressing changes should occur at least every 7 days, per current cdc recommendations. Dressing changes may be needed more frequently with highly exudative sites or if integrity of the dressing is compromised." Complaint type will be monitored.